Event description:
The customer reported to olympus that during an unspecified diagnostic procedure, the evis exera iii colonovideoscope had no air flow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle was clogged and air/water supply was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to nozzle and air/water supply clog, the additional evaluation findings are as follows: distal end plastic cover had deep dent & scratches, control knob had minor play, objective lens had chips and old glue, light guide lens had old glue, and light guide tube buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.